Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose was 279 mg/dl. The customer was able to cleared the alarm. The insulin pump had stopped working suddenly. The insulin pump will not be returned for analysis.